Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine, clonidine, and sufenta (sufentanil) for spinal pain indications. It was reported that the patient (pt) stated the handset was taking a long time to connect to the communicator. Agent reviewed and pt requested to have the communicator replaced per company representatives direction. Agent had pt confirm location and bluetooth were on and had pt reset both bluetooth and location then restarted the handset. Pt stated they were told by the clinic to delete the cache due to the handset lagging. Agent reviewed to delete the data, and assisted the pt in deleting the data. Pt stated this did not resolve the issue and that it was continuing to lag not just at 90%. Pt stated the company representative said to call manufacturer and order the newest handset. Pt became very escalated and wanted to have the communicator replaced. Agent sent request to repair to replace the communicator. Pt stated replacements have resolved the issues before. Agent reviewed data and yes replacement will resolve the issue for a bit until the data piles back up and the lag comes back. Pt stated they were supposed to be able to bolus "like 6-8x a day" but they can't because of the amount of time it takes for the handset to connect to the pump. Pt then stated since implant they have not really had the type of pain relief they were expecting. While on the call pt mentioned they have had to have external devices replaced before.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.